Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed flow test. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that "medium alarm acknowledged: cannot start pump" was recorded in history. During analysis, the customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. Service will replace the expulsor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Evaluation results: one cadd-solis vip was returned for investigation in good condition. A review of the event history log showed evidence of the following medium alarm: "cannot start pump". The customer's reported product problem was replicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.